Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the cause is water and moisture may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to be broken. The events can be detected and prevented in accordance with the following IFU. Instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope exhibited green screen. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.